Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a blood glucose (bg) level in the 500's mg/dl range due to a bent infusion set cannula. An infusion set change was performed resolving the issue and bg level. The customer declined to provide additional information regarding this issue.